Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple station shown as out of service. A technical support specialist (tss) attached knowledge article title set station out of service as the instruction to check and update the status of the station. The customer called in and requested to change the station status to out of service in the es server. The tss guided through the process and was able to update the status in pes. The customer confirmed that all station names were back in service and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were showing an out of service status. The customer mentioned they had a pyxis downtime, and all stations went into critical override mode. After the downtime, they disabled critical override, but the stations continued to display an out of service status. The customer was unable to access the stations, which showed authorize user only. They rebooted the stations, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.